Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally delivered 10.5 units of insulin during the fill tubing process while being connected to the pump. Reportedly, the customer was performing the fill tubing process and did not press "stop" to end the fill tubing. Tandem technical support advised the customer to disconnect immediately. Customer disconnected from the site and verified drops were seen at the end of the tubing. At the time of the report, the customer's blood glucose (bg) was 240 mg/dl. The customer reported that juices boxes and fast acting insulin tablets were available if bg dropped low.